Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 15-month ultraflex tracheobronchial stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation in 2007, that during the placement of an ultraflex stent system in a male patient (age unknown), the stent "jumped several centimeters distally as the last portion was being deployed, causing the stent to be in the right main stem bronchus and blocking off the left lung". "The patient had to be intubated and bagged as a result of oxygen saturation dropping or decreasing. After several attempts, the stent was repositioned by grasping the proximal edge of the stent with a pulmonary biopsy forcep and pulling it proximally." The stent was repositioned "above the carina and both right and left main stem bronchi were visualized throught the bronchoscope". The physician decided to leave the stent in place despite "the stent was not perfectly centered over the fistula". The patient's condition was reported as "ok".